Manufacturer narrative:
(B)(4). Batch # n56h8h: the ec60 device was received for analysis with no visual non-conformances and with two ecr60b cartridges reloads present. The reload (b) was received partially fired 1/16, in addition, the one piece sled was noted to be broken. The reload (c) was received partially fired 1/16. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The device was tested for functionality with the returned cartridge reload (c) by resetting and reloading it into the device. The functional test demonstrated that the remaining staples in the cartridge reload formed properly and the instrument achieved its complete 3-stroke firing sequence without any difficulties. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Event description:
It was reported that during a laparoscopic right hemicolectomy the staples were malformed with irregular shapes after first firing with an ecr60b. Another ecr60b was reloaded but also had the same problem. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.